Event description:
The customer reported an overload fault while fluoroing. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage tank, high voltage cable, snubber board, power cap module, and x-ray tube, and performed a filament calibration. System operates as intended. (B) (4).